Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (patient demographics and medical history were not provided) underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After transseptal (unknown device) when the thermocool® smart touch® sf bi-directional navigation catheter was advanced into the left atrium (la) it was noted that the patient¿s blood pressure dropped. No malfunctions of carto3 system were observed. The procedure was aborted. Pericardiocentesis was performed and the patient transferred to coronary care unit (ccu). The physician¿s commented that the cause of the tamponade is unknown. The event is conservatively reported under the ablation catheter. There was no report of product malfunction nor extended hospitalization. The final outcome is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On 5/10/2021, the product investigation was completed as the device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30353192m number, and no internal action related to the reported complaint was found during the review. F additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on 9/27/2020. This adverse event was discovered during use of biosense webster products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).